Event description:
It was observed during the device evaluation, the gastrointestinal videoscope's image has roughness. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Also, risk review was completed, and no unanticipated risks, new failures, and/or new harms were identified. Further, there was no evidence in historical complaints review that instructions for use were inadequate or contributed to the occurrence of the failure. No further escalation is required. In addition, the following reportable malfunctions were identified during the device evaluation: there was a foreign material in upper left corner. Should additional relevant information become available, a supplemental report will be submitted.